Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information the cause of the reported difficult to remove (anatomy) appears to be due to procedural conditions. The reported tissue injury is a cascading effect of the reported difficult to remove (anatomy). Additionally, the reported patient effect of tissue injury is listed in the instructions for use, and is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue damage caused by a clip. It was reported that a patient presented with grade 4+ functional mitral regurgitation (mr), left ventricle ejection fraction (lvef) of 20% and a restricted posterior leaflet for a mitraclip procedure. The first clip (xtw) was implanted in a2-p2, and reduced the mr 2 grades. There was residual regurgitation. A second clip (nt) was attempted to implant medially to the first one, but during gasping the clip engaged with the subvalvular chordae. The clip was able to be freed, but grasping increased the mr back to grade 4+. There was leaflet damage due to the nt. An ntw was opened, but it was decided to use an xtw as the replacement. The xtw was attempted to grasp with a similar result, and caused anterior leaflet damage. Finally, the implant team decided to leave the valve with only the first clip implanted (xtw) and no substantial mr reduction (from grade 4+ to 4+). There were no adverse patient sequelae or clinically significant delay. No additional information was provided.